Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the exact catalog/model number was not provided, the (01)gtin is not available. Additional information: d4, h4 - the actual device product code and batch number associated with this event is not known. The following are the possible reported product codes: product code: 8702h, lot unk. Product code: 8703h, lot unk. Product code: 8708h, lot unk. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the reported issue contribute to any patient adverse consequences? No. Could you please describe the quality issue of the products? Suture broke intra-op. Could you please provide photos of the product? None. Could you please provide the lot number? Unknown.

Event description:
It was reported that a patent underwent a carotid artery procedure on an unknown date and suture was used on the carotid closure. During the procedure, the suture broke. The suture was not holding tension when it broke. The surgeon grabbed another suture from the same lot and it worked as expected. The surgeon recently saw the patient for their post-op visit and everything is fine. There were no adverse patient consequences reported. Additional information was requested.